Event description:
Complainant alleged that during a rountine shift check by a clinician, the device's pacer output was erratic. Complainant indicated that there was no patient involvement in the reported malfunction.